Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device has an error code1870. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: no patient involvement as the issue occurred during programming of the pump. The event took place on 22 december 2021.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective motor. The cause of the reported problem could not be determined. Product is beyond 9 years from manufacture date of 2013-11 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 23-jan-2014.